Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's lead migrated. Migration was confirmed with x-rays. As a result. Surgical intervention took place on (B)(6) 2019 where in the lead was repositioned.

Event description:
Additional information received effective therapy restored post-operatively.